Event description:
It was reported that the recharger wasn't working. The pt stated that the recharger charged from the power supply, however the recharger was not recharging the implantable neurostimulator (ins). Pt was seeing the reposition antenna screen when trying to recharge the ins. Pt had already tried repositioning the recharger over the ins, however the issue was not resolved. Patient services (pss) had the pt turn the recharger antenna paddle dial into each of the four positions and attempt to recharge the ins, however the reposition antenna screen appeared each time. Pss had the pt attempt communication with the ins using the programmer and pt saw the poor communication screen. Pss asked the pt when it was that they last recharged the ins successfully and the pt said that they thought it was a couple weeks ago. Pt said that this issue had never happened before. Pss reviewed possible ins over-discharge with the pt, however the pt insisted that they were able to recharge the ins successfully this month. The issue was not resolved. A replacement recharger antenna was sent out. No symptoms were reported. Additional information received from the patient. It was reported the recharger was still a miss. It was noted it was not the antenna and the patient made an appointment with a surgeon.

Manufacturer narrative:
Concomitant medical products: product ID: 37791 product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.